Manufacturer narrative:
A review of device memory revealed that the device declared eri. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.68 and the charge time was 19.2 seconds. There was a concern that the battery depleted earlier than expected. This device was explanted and returned for analysis. There was no report of adverse patient effects due to the explant procedure.